Manufacturer narrative:
Investigation results: summary: bd has not been provided with a photo or affected sample to investigate for this record. As a result, bd was not able to verify the reported issue. Bd concludes that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Conclusion: sample evaluation. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally with the assembly of lot #1712181. Root cause: root cause analysis. We conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: no sample returned for evaluation. No issue found in the batch history record review. We could not confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence, it was determinate that no corrective action is required at this time.

Event description:
It was reported that during injection, leakage was found at plunger connection of a 20ml discardit¿ ii syringe without needle. There was no report of exposure, serious injury or medical intervention.